Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: irrigation fluid got in the left facing air vent if looking at front of console. Sparks, smoke and a pop ¿as loud as a 22 rifle¿ came out of the vent and terrified the staff. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be fluid ingress or the rf board. (B)(4).

Event description:
It was reported that sparks occured during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin:(B)(4).

Event description:
It was reported that sparks occured during surgery.